Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The medwatch notification mw5060523 was received on march 25, 2016. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown znn cmn nail on the right side on (B)(6) 2015. It was also reported: "the rod inserted into the right femur bent forming the broken bone apart causing pain."

Manufacturer narrative:
Investigation results were made available. The device analysis couldn't be performed as the devices were not returned for investigation (still implanted). Trend analysis: the trend analysis could as no reference number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description (event details, per): event summary: it was reported that a long cmn nail was implanted on (B)(6) 2015 and that the patient is experiencing pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. However, all possible causes related to the issues reported are listed in risk management worksheet. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).